Event description:
It was reported "purchased double lumen bronch tube and the fo double swivel connector assembly/ 1 wye has a crack in the plastic at the elbow". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned both swivel connectors and the y connector from unit 5-16037 et tube, sher-ibronch , ls, 37 fr for investigation. The et tube was not returned. The returned connectors were visually examined with and without magnification. Visual examination of the returned sample revealed that the tracheal swivel connector was broken on the 15mm side. The swivel connector is a component purchased from a supplier. A non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on 08 jan 2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "purchased double lumen bronch tube and the fo double swivel connector assembly/ 1 wye has a crack in the plastic at the elbow". No patient involvement reported.